Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. One empty opened straight pack of product code m8703, lot pgr980 was received for analysis. The failed samples were not returned for evaluation. As no sample was returned for evaluation, we are unable to investigate further.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and the suture was used. The needle kept popping off during use. There were no patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 03/25/2020.